Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What tissue layer was the suture used on? Can you identify the product code of the silk suture used? What is the surgeon¿s opinion as to the contributing factor to the patient event? What was the indication for removing the suture? Were any cultures taken of the wound? What are the results? Does the patient have any allergies? What are the patient age, gender, weight, prior medical history? What is the patient current condition?

Event description:
It was reported that the patient underwent an appendectomy procedure on (B)(6) 2018 and suture was used. The patient experienced itching, redness and swelling in the suture area approximately one week post procedure. The surgeon removed the sutures and changed the dressing. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what tissue layer was the suture used on? Unk can you identify the product code of the silk suture used? Unk what is the surgeon¿s opinion as to the contributing factor to the patient event? Suture what was the indication for removing the suture? Symptom improved were any cultures taken of the wound? What are the results? Unk does the patient have any allergies? Unk, it had red and swollen around suture knot what are the patient age, gender, weight, prior medical history? (B)(4) what is the patient current condition? Stable